Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system previously exhibited high out of range right ventricular (rv) pace impedance measurements along with high out of range shock impedance measurements. The patient's defibrillation therapies were deactivated as it was alleged that this lead was fractured. The patient is not pacemaker dependent and received their implantable cardioverter defibrillator (ICD) system for prophylactic indications. Due to the patient's health status no intervention was planned. No adverse patient effects were reported. This product remains implanted.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.